Event description:
Adverse event(s): "no pt involved" (no pt involvement). Product problem(s): "cassette leaking fluid and possible silicone oil." (Fluid leak). A surgeon reported that a vitrectomy was performed without problems. After completing surgery the machine wouldn't perform the cleaning process. When the nurse attempted to prepare the machine for another procedure, it would not accept the new cassette. It was examined and determined to have fluid inside the fluidics module.

Manufacturer narrative:
To date, a sample has not been returned for eval. Investigation including root cause analysis is in progress. (B)(4).